Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The console logs from the reported day of event are consistent with complaint and show two occurrences of ¿placement signal not reliable¿ alarms. The returned console was tested, the issue was reproduced. It¿s been determined that the issue was most likely caused by defective lamp assembly, but in abundance of caution, entire optical bench would be replaced. The root cause of the issue was a defective component. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a automated impella controller exhibited sensor failure. The sensor did not prompt any intervention. There was no reported harm or injury to the patient.